Manufacturer narrative:
The patient was born on an unreported date in 1956. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further specified as the patient's error. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified antibiotic (dose, frequency, duration and route were unspecified). Sixteen days after the date of onset, the antibiotic treatment was discontinued. The patient was recovered from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.